Manufacturer narrative:
Details of the complaint: customer reported that they had an arrhythmia alarm that did not go off when it should have. The user checked all their alarm parameters and stated that they were correct. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result(s): multiple attempts were made by technical support and qa to contact customer to obtain more information about the reported issue. Customer was unresponsive and investigation will continue using available information within the complaint record. No patient death or injury was reported by the customer at this time. It is unclear due to lack of information if there was a malfunction that would result in harm. Root cause of the issue was unable to be determined due to unresponsive customer and lack of information. In the case that an actual arrhythmia event occurred, available information indicates that the event is readily detectable by clinicians and the patient can be tended to accordingly.

Manufacturer narrative:
Nihon kohden requested the log files for review, however, they have not yet been received. The customer also failed to provide the model information for the affected device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the center nurse's station (cns) did not alarm for an arrhythmia event.